Manufacturer narrative:
Patient age unknown; however, over 18 years old. (B)(4) - (won't close/open well). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw hot single-use biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure, the forceps would not open and close well. Additionally, a cup on the forceps was noticed to be bent. It could not be reported if the device was pre-tested/inspected prior to use, nor if any biopsy samples were collected with this device. The procedure was completed with another radial jaw hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw hot single-use biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure, the forceps would not open and close well. Additionally, a cup on the forceps was noticed to be bent. It could not be reported if the device was pre-tested/inspected prior to use, nor if any biopsy samples were collected with this device. The procedure was completed with another radial jaw hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the clevis was bent. Functionally, a loop test was performed and the jaws opened and closed within specification considering the bent clevis. A v-gage test was performed and found the device to be out of specification. The condition of the returned incident device was consistent with the complaint; that a bend was present. The most probable root cause assigned is undetermined since it was not possible to determine probable the root cause based on event description and additional information provided by the customer. Additionally, examination of the returned device did not find any issues the forceps opening and closing function. Furthermore, the directions for use advises the user to test the unit prior to use, and in this event it could not be reported whether the device was pre-tested. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).